Event description:
Tubing "vented paclitaxel set" 2c7557 interlink system by baxter healthcare attached to IV solution bag, tubng primed with IV solution. Paclitaxel added to IV bag after tubing attached and primed. IV bag with attached tubing placed on IV pole to ready for placment to IV pump. Prior to placement through pump. Tubing separated at 1st juncture after drip chamber. Fluid and paclitaxel from IV bag pole, placed in upside down position and broken tubing and bag returned to pharmacy for disposal. Chemo spill contained and cleaned with chemo spill kit.